Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the newly implanted patient was experiencing abdominal pain. It was suspected that the abdominal pain was procedure related. Pain medication was prescribed. The abdominal pain was resolved but the patient reported pain in the back between the two incisions. The physician believed that the back pain was procedure related from a fascial tear as a result of the tunneling tool. The patient was prescribed neurontin to help with the back pain but the physician indicated that it would go away with physical therapy and time.

Event description:
A report was received that the newly implanted patient was experiencing abdominal pain. It was suspected that the abdominal pain was procedure related. Pain medication was prescribed. The abdominal pain was resolved but the patient reported pain in the back between the two incisions. The physician believed that the back pain was procedure related from a fascial tear as a result of the tunneling tool. The patient was prescribed nuerontin to help with the back pain but the physician indicated that it would go away with physical therapy and time.

Manufacturer narrative:
Should have been: additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: 6015313-002, serial/lot #: (B)(4), description: straw tunnel tool; model #: 7005494-002, serial/lot #: (B)(4), description: hndle assy,tnnel tool-scs.